Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device nor any images were available for evaluation. It was reported that a revision surgery was needed due to two 1067.4645 creo amp 6.5x45mm modular cannulated screws that were found to have pulled out of bone post-operatively. The initial surgery, a psf with t12-l3 screws and 10mm screw head, was performed on (B)(6) 2022. On (B)(6) 2023 it was found that the t12 screws pulled out of bone. A revision surgery, t11-l3, was conducted on (B)(6) 2023 to address bilateral loose t12 screws, adjacent segment disease (asd) at t11/12, and radiculopathy at l4/5. During the surgery the t12 screws were replaced and screws were added to extend the construct to t11. The me-mild technique was then used to decompress the neural elements at t11/12 and l4/5. The patient's reported osteoporosis likely caused the screw loosening at t12. No other determinations could be made as to the cause of the reported issue. (B)(6)

Event description:
It was reported that a revision was needed due to creo screws found loose both operatively. This event occurred in japan.